Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump experienced a beep anomaly. Customer's blood glucose reading was 131 mg/dl. No significant events leading to the alarm were observed. Customer stated that the insulin pump did not beep during the tone test. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned or replaced.